Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no battery cap was returned with the pump for investigation; a test battery cap was used to complete the investigation. On examination, the pump was intact without damage. On investigation, the pump powered on normally and was exercised for 24 hours without issue. Investigation found the pump to be delivering insulin within the required specifications without malfunction.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the display screen was damaged. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.